Manufacturer narrative:
The technician isolated the issue to the hi/low limit switch. He replaced the limit switch to repair the bed.

Event description:
Info received indicates the bed will not go into trendelenburg.